Event description:
It was reported, the video system center screen went black and an ¿internal buffer error¿ was displayed. The issue occurred during a therapeutic laparoscopic inguinal hernia repair (lapahel) procedure and was completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint of no image was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.